Event description:
Boston scientific crm received information that approximately two weeks following implant with this right atrial (ra) lead, sensing was fine, however, there was no capture. Upon x-ray, this lead had become dislodged. It was reported that this lead had also dislodged one day post implant, and was repositioned at that time. During a lead revision to address this second dislodgement, this lead was explanted and replaced with a passive fixation model. The patient's lead measurements looked better with this passive model lead. No adverse patient effects were reported.